Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, rpm speed did not display. As the rotablator console was being prepped, it was determined that the rotational speed did not appear on the console display. Rotablator was not used and the procedure was completed with a different device. As there was no patient involvement, no patient complications occurred. The patient's status is fine.